Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. No motor error alarm could be verified and the displacement test could not be performed due to the blank display. The motor assembly was also found corroded. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported the insulin pump alarmed motor error and then the display was blank. Customer reported he replaced the battery with a new one and the light came on but not the display. Customer's blood glucose was 250 mg/dl. Customer stated he walked through the body scanner at the airport. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose at the end of the call was 200 mg/dl. No further information reported.